Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, while working on the left main stem of the patient's tumor, the tip of the handpiece broke. The tip stayed attached to the handpiece and the handpiece was successfully removed from the patient. Investigation conclusion: the reported issue was confirmed. The monopolar electrode cage is broken, yet remains partially attached to the suction opening. However, it cannot be determined how or when the electrode was damaged. The condition of the returned device, such that the electrode wire, electrode cage, and the catheter tubing contained excessive amounts of tissue and coagulum buildup, along with degradation of the heat shield, is consistent with extend use time or activation duration and an altered rf energy path to the excess tissue within the opening that may have contributed to the failure patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy case, the surgeon reported the electrode on the corecath device tip fracture; however, remained attached. There was no adverse effect to the patient reported.